Manufacturer narrative:
A getinge authorized distributor's field service engineer (fse) reported that the display connection was replaced, and the iabp was then working fine. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check before use the cardiosave intra-aortic balloon pump (iabp) had a blank display for a long time, then a long beep. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check before use the cardiosave intra-aortic balloon pump (iabp) had a blank display for a long time, then a long beep. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge authorized distributor's field service engineer (fse) reported that an order for the parts needed to complete the repair of the iabp has been sent. The iabp is still under repair phase. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
A senior getinge engineer virtually assisted the distributor with troubleshooting of the unit and it was determined that the connector at the end of the coiled cord may be broken. To resolve the issue, the sge advised the distributor to replace the coiled cord cable and the mating cable at the top of the console as it may also be broken. Additional information on the repairs and status of the unit has been requested, and we will report accordingly when it becomes available. Device not returned to manufacturer.

Event description:
It was reported that during a routine check before use the cardiosave intra-aortic balloon pump (iabp) had a blank display for a long time, then a long beep. There was no patient involvement, and no adverse event reported.